Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (italy) experienced skin erosion at her scs lead site. It was also reported diagnostics revealed invalid impedance values. As a result, the lead was explanted and replaced. The patient is receiving effective stimulation following the procedure. No additional information is available at this time.